Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h2, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection; therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, the error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. However, as the device has not been evaluated, it is not possible to establish the root cause. Possible causes include the fgollowing: the possible causes for the occurrence of error message e433 are: 1. A malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user activates the foot switch during device startup (temporary ¿user¿ error). 3. A defective foot switch due to a short circuit in the plug (temporary error). 4. A defective foot switch due to defective reed contact (temporary error). 5. A defective cable connection between the high voltage power supply (hvps) board (i.e. High power voltage supply) and generator board (temporary or permanent error) 6. A defective cable connection for the output signal between the generator board and relay board (temporary/permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak value rectifier on the generator board (permanent error). 11. A missing control for the output stage of the generator board (permanent error). 12. An output voltage too low due to poorly switching high frequency (hf) output stage on the generator board (permanent error). 13. No or too low supply voltage from hvps board (permanent error). 14. A defective hvps board due to a short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). In such cases, popping noises or flashes can sometimes be observed or noticed by the user. 15. A defective motherboard due to a short circuit of the negative temperature coefficient (ntc)1 resistor (permanent error). 16. A defective motherboard due to a defective analog digital converter, or adc (permanent error). 17. A defective transient voltage suppressor (tvs) diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical generator had an error code of e433. The issue occurred during an unspecified procedure. There were no reports of patient harm.